Event description:
It was reported that during a breast biopsy procedure the marker did not deploy and while removing the marker the tip sheared off into the pts breast. They changed markers and the second marker was deployed but with difficulty.

Manufacturer narrative:
Add'l info: the user was unable to retrieve the tip during the biopsy procedure. The marker did not deploy, so they pulled it out w/o removing the probe. Another marker was used and deployed - with great difficulty. The pt is negative for cancer and there are no plans to remove the tip at this time. Investigation summary: the device was not returned for inspection and eval; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed comprehensive risk management file associated with our mamomark product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as potential risk whenever the applicator tube is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator tube creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction #10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.